Event description:
Medtronic received information that six weeks post implant of this transcatheter bioprosthetic valve first degree heart block was noted on EKG which did not require treatment. Over two months post implant the patient experienced a syncopal episode due to an arrhythmia (suspected non-sustained ventricular tachycardia). It was reported that a pacemaker was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information was received that the health care professional (hcp) reported that the non-sustained vt or other conduction disturbance that caused the patient's syncope/permanent pacemaker implant was not related to the device or procedure.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Analysis: the product remains implanted and without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An arrhythmia is generally a result of known potential adverse effects per core valve IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. The syncopal episode was reported as secondary to the arrhythmia. A permanent pacemaker can be implanted to resolve these conditions. It was reported that the events were not related to the device, and no further action is recommended at this time. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.